Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that a shaft break occurred. The patient presented with unstable angina. Access was obtained via the right femoral artery. The target lesion was located in the right coronary artery (rca). A 3.00x20mm nc quantum apex balloon was advanced to the lesion for predilation and was inflated at 12atms for 10 seconds followed by a non bsc balloon which was inflated to 20atms for 10 seconds. Additional dilation was performed with a 3.50x30mm nc quantum apex balloon at 16atms for 10 seconds and 20atms for 10 seconds, followed by a 2.50x30mm non bsc balloon at 10atms for 10 seconds. A 3.50x15mm nc quantum apex balloon was then inflated at 16atms for 10 seconds. A 3.50x38mm promus premier stent was advanced to the lesion and deployed at 12atms for 10 seconds. A 3.50x28mm promus premier stent was then advanced to the lesion; however, the catheter was fractured, leaving both the balloon and undeployed stent in the rca. The physician attempted to snare the balloon and stent but the attempt was unsuccessful. A 1.50x20mm non bsc balloon was then inflated in the lesion at 20atms for 10 seconds, followed by a 1.50x10mm non bsc balloon which was inflated four times at 16atms for 10 seconds. A 2.00x15mm non bsc balloon was inflated in the lesion at 16atms for 10 seconds, 18atms for 10 seconds four times and then at 12atms for 10 seconds. A 2.50x15mm non bsc balloon was inflated in the lesion at 16atms for 10 seconds and three times at 18atms for 10 seconds. An nc quantum apex balloon was then inflated in the lesion at 13atms for 10 seconds twice and then at 18atms for 10 seconds, followed by a 3.50x15mm non bsc balloon inflated at 14atms for 10 seconds. The patient was then taken to surgery for an emergent coronary artery bypass graft. Surgery was successful; however, the 3.50x38 promus premier balloon and stent remain in the rca. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The distal end of the stent delivery system was not returned therefore a visual & tactile examination of the crimped stent, balloon & tip was not possible. A visual and tactile examination found several hypotube kinks along the full catheter length. A visual and tactile examination found a break in the shaft polymer extrusion 1232mm from end of hub. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The patient presented with unstable angina. Access was obtained via the right femoral artery. The target lesion was located in the right coronary artery (rca). A 3.00x20mm nc quantum apex balloon was advanced to the lesion for predilation and was inflated at 12atms for 10 seconds followed by a non bsc balloon which was inflated to 20atms for 10 seconds. Additional dilation was performed with a 3.50x30mm nc quantum apex balloon at 16atms for 10 seconds and 20atms for 10 seconds, followed by a 2.50x30mm non bsc balloon at 10atms for 10 seconds. A 3.50x15mm nc quantum apex balloon was then inflated at 16atms for 10 seconds. A 3.50x38mm promus premier stent was advanced to the lesion and deployed at 12atms for 10 seconds. A 3.50x28mm promus premier stent was then advanced to the lesion; however, the catheter was fractured, leaving both the balloon and undeployed stent in the rca. The physician attempted to snare the balloon and stent but the attempt was unsuccessful. A 1.50x20mm non bsc balloon was then inflated in the lesion at 20atms for 10 seconds, followed by a 1.50x10mm non bsc balloon which was inflated four times at 16atms for 10 seconds. A 2.00x15mm non bsc balloon was inflated in the lesion at 16atms for 10 seconds, 18atms for 10 seconds four times and then at 12atms for 10 seconds. A 2.50x15mm non bsc balloon was inflated in the lesion at 16atms for 10 seconds and three times at 18atms for 10 seconds. An nc quantum apex balloon was then inflated in the lesion at 13atms for 10 seconds twice and then at 18atms for 10 seconds, followed by a 3.50x15mm non bsc balloon inflated at 14atms for 10 seconds. The patient was then taken to surgery for an emergent coronary artery bypass graft. Surgery was successful; however, the 3.50x38 promus premier balloon and stent remain in the rca. No further patient complications were reported.